Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt revised due to chronic dislocating. The insert was stryker and was swapped out. The head and stem were biomet and the head was also revised with a biomet head."